Event description:
An attempt was made to deploy a 2.75mm diameter x 18mm length micro driver rx coronary stent in to a pt; however, it was reported that some resistance was felt and the relevant stent could not be deployed. Upon removal from the pt body, it was noted that the stent strut was damaged. Additional communications received from the physician indicate that the reported event could not necessarily be blamed on the stent as there was some operator error involved. No other clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. There was slight damage to the distal tip. The first four distal stent segments had moved distally over the distal marker band. The proximal portion of the stent was positioned as per specs. The first two proximal stent segments were raised, deformed and pulled distally. The fifth to the ninth distal segments were stretched, deformed and pulled distally.

Manufacturer narrative:
(B)(4). Eval, results - (resistance was experienced). Conclusion - (resistance was experienced).